Manufacturer narrative:
The customer discussed the issue with a philips remote service engineer (rse) and decided to send the device to philips bench for evaluation. A philips authorized repair facility technician (rft) performed diagnostic testing on the device and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker, and the device passed all functional testing. The device was operational after repairs were completed and returned to the customer.

Event description:
The customer reported there was a speaker malfunction with no audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.